Manufacturer narrative:
(B)(4).

Event description:
The treating physician initially reported induration, erythema, nodule and swelling in a pt after injection of juvederm (volume/concentration unk at this time) in the "buccal" area. The name/contact info of the injecting physician is not known at this time. The treating physician prescribed oral cortisone to hasten resolution and to prevent worsening of symptoms that may have led to permanent damage. Swelling is the only symptom that has been reported as ongoing. Add'l info has been requested but has not been received at this time. Allergan's approach to compliance is to resolve all doubt in favor of reporting.